Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 60mm syndesmosis screw part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is not provided. A (510k): unknown, as specific part and lot numbers for 60mm syndesmosis screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who has a 5-hole synthes distal fibular locking plate, 60mm syndesmosis screw, and 2.7mm lag screw is being evaluated for a possible allergy to the hardware. This report is for one (1) unknown 60mm syndesmosis screw. This is report 3 of 3 for complaint (B)(4).